Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the common iliac artery without severe calcification or tortuosity. The 6x59 mm omnilink elite stent delivery system (sds) failed to cross the lesion and the stent dislodged/loosened from the balloon. Plain old balloon angioplasty was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.